Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent heart transplantation. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the root cause of the heart transplant could not be conclusively determined through this investigation. Evaluation of (B)(6) identified no device issues. (B)(6) was returned with the pump cable severed approximately 8.5¿ from the pump housing, and the distal portion was not returned. The modular cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port, without the outflow graft clip. The outflow graft bend relief was returned attached to the graft attachment. The apical cuff was returned. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and functionally tested under load conditions. The pump was connected to and operated on a hm3 functional tester according to the hm3 lvad calibration and functional test procedure. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. Log files were retrieved from (B)(6). Events consistent with pump explant were captured on (B)(6) 2022. No atypical events were observed. The pump appeared to function as intended with stable rotor displacement and rotor noise values. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021 under order (B)(4). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.